Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned for complaint investigation. The device could not be visually inspected in an effort to confirm the defect. Device is used for treatment no corrective actions, preventive actions, or field actions resulted after investigation of this event. A definitive root cause cannot be determined review of the device history record identified no deviations or anomalies during manufacturing.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the oscillating saw attachment stopped working during surgery preparation. This event is related to a malfunction that could potentially lead to a serious injury. However, no patient harm or further outcome was reported.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ russia. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.